Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: product code 03.037.018. Lot number 9301032. Manufacturing site: haegendorf. Release to warehouse date: 23. Dec. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 3.2mm wire guide sleeve (part #: 03.037.018 / lot #: 9301032) was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the yellow epoxy markings on the device were missing. The missing epoxy was investigated and does not require any additional investigation for this defect. No other issues were observed with the returned device. Functional test: the functional inspection was performed on the returned devices at cq. The buttress/compression nut (p/n: 03.037.016) was able to thread onto the blade/screw guide sleeve (p/n: 03.037.017) but failed to thread in completely as the proximal threads on the guide sleeve were damaged. The 3.2mm wire guide sleeve (p/n: 03.037.018) was able to be assembled into the blade/screw guide sleeve (p/n: 03.037.017) with very slight resistance. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: the following dimensions were measured: internal diameter of the blade/screw guide sleeve (p/n: 03.037.017): 11.14mm, within the acceptable limits . External diameter of the 3.2mm wire guide sleeve (part #: 03.037.018) : 11.01mm, within the acceptable limits . Measuring device: ca215p. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: blade/screw guide sleeve. 3.2mm wire guide sleeve. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the wire guide sleeve (part #: 03.037.018 / lot #: 9301032), but a definitive root cause cannot be determined which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue. The device could have encountered unintentional forces leading to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. The missing epoxy was investigated. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the equipment was damaged and devices could not be assembled. The nut wouldn't spin all the way down the trocar and the trocars are damaged not allowing the nut to spin down. New package was opened and surgery was completed successfully. Concomitant devices reported: blade/screw guide sleeve (part # 03.037.017, lot # 9422885, quantity 1), buttress/compression nut (part # 03.037.016, lot # 9423673, quantity 1). This report is for one (1) 3.2mm wire guide sleeve. This is report 3 of 3 for (B)(4).